Manufacturer narrative:
Potential adverse events in the labeling with the penumbra smart coil include, but are not limited to, hematoma or hemorrhage at the site, device malfunction, thromboembolic episodes, vessel spasm, thrombosis, dissection, or perforation including death. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2020, the patient underwent a balloon assisted coil embolization procedure in the basilar tip aneurysm using penumbra smart coils (smart coils) and benchmark 6f 071 delivery catheter (benchmark). On (B)(6) 2020, the physician noticed a smart coil extravasation had occurred from the basilar artery to the right p1 segment of posterior cerebral artery (pca). On (B)(6) 2020, the physician placed a stent from the right p1 segment of the pca to the basilar artery to treat the smart coil extrusion resulting in complete obliteration, class I raymond roy. It was also reported that the placed stent has a good vessel wall apposition and the extruded smart coil has adequate vessel wall apposition by the stent. The coil extravasation into the right p1 was reported to be a serious adverse event with a definite relationship to the index procedure and to the smart coil.